Event description:
A customer reported that during surgery, an ophthalmic handpiece caused the viscoelastic around the tip to turn white within one to two seconds of use in sculpt mode and caused corneal burn which required sutures and glue to close. The ophthalmic system wasn't irrigating while the phacoemulsification was running for those one to two seconds. The surgery was completed, and the current condition of patient is unknown. Additional information has been requested, none received till date. This report pertains to ophthalmic operating system involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The company representative was unable to confirm (nor replicate), anything that would have contributed to the reported events. The system was tested and found to meet product specifications. As such, the reported issues are inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The potential cause of a corneal burn can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during msics procedures. Based upon the information obtained, the reported event remains inconclusive. The system was found to meet specifications. Therefore, the root cause of the reported ¿irrigation issue¿ remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.